Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump fill estimate gauge reading was inaccurate. Additionally, it was reported that cartridge change error and a minimum fill notification occurred. Customer¿s blood glucose level ranged 120-180 mg/dl. Reportedly, the customer loaded a new cartridge to resolve issue.